Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm, no delivery alarm and low reservoir alarm. Customer's blood glucose level was 298 mg/dl. Troubleshooting for motor error alarm was performed. Customer received the alarm during basal delivery. Customer advised they received a low reservoir alarm prior to the motor error alarm. Customer advised they went through a scanner at the airport a month prior to the alarm. Customer advised the insulin pump was stuck in the rewind process. Customer declined to troubleshoot for low reservoir and no delivery alarm. Customer was advised to prime their new infusion set or utilize a shipping cap as the only ways to get out of the rewind process. Customer advised they did not have a shipping cap. Customer advised they would call back to complete the troubleshooting process.